Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
The revision was due to tibia unsealing and thus the poly went dislocated.

Manufacturer narrative:
(B)(4). UDI - (B)(4). Medical product - oxf anat brg rt sm size 5 PMA , item 159750, lot 390057; therapy date - (B)(6) 2018, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018- 00779.

Event description:
It was reported by the hospital that a patient underwent an initial right knee replacement procedure on an unknown date. Subsequently, a revision procedure was performed due to bearing dislocation.

Event description:
Revision surgery was due to tibia unsealing and thus the poly went dislocated.

Manufacturer narrative:
(B)(4). Reported event was confirmed by radiographs reviewed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.